Manufacturer narrative:
G4 - premarket: k160823. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 12mm x 2.50mm nc quantum apex? Balloon catheter. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another 2.50 x 15 mm nc quantum apex balloon. There were no patient complications reported.